Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed an e105 lamp error. The issue occurred during preparation for use for an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding illumination lamp error (e105) was confirmed. In addition the following reportable malfunction was found: the led harness was found burnt. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be e105, which occurred due to a faulty light-emitting diode unit. Additionally, for the burned harness event, it is probable that a current value specified by the printed circuit board could not be controlled due to a faulty light-emitting diode unit, resulting in overcurrent being applied to the harness. Olympus will continue to monitor field performance for this device.